Event description:
According to the reporter, while performing a daily test, the device alarmed and gave a message indicating that the therapy connector was not connected after the device shocked into a patient simulator.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device therapy connector was worn and the device intermittently alarmed "energy not delivered check paddles and electrodes" after charging the defibrillator and attempting to deliver a shock into a patient simulator, indicating an open circuit in the therapy cable/connector. Further inspection of the device therapy connector determined that root cause for the intermittent operation was worn low voltage pin sockets. The therapy connector was replaced and the proper device operation was observed through functional and performance testing. The device was returned to the customer for use.